Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of (472 mg/dl), nausea, and dehydration. Suspected cause was incorrect pump settings. Bg was treated at the ER with unspecified intravenous fluids and a blood test was also performed. Customer was released from the ER later that night in stable condition with bg of 227 mg/dl. Tandem technical support advised customer to consult with their healthcare provider regarding settings changes.